Manufacturer narrative:
The surgeon suspects the amo tubing cassette pack was the cause of the posterior capsule rupture. The suspected tubing pack was not returned. The lot number was not identified; therefore the lot history and testing could not be conducted. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported prior to starting a cataract procedure, the sound of irrigation performance and the irrigation flow volume was excessive, consequently leading to a posture capsule rupture. The intraocular lens (iol) was implanted out of the capsule and procedure was completed. The surgeon suspects the cause of the adverse event was related to the amo tubing cassette pack.